Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed digital pcb assembly. The customer received a replacement device and the device was retained by stryker.

Event description:
The customer contacted stryker to report that their device's display is blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no report of patient use associated with the reported event.